Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3: device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
When setting up for procedure, it was reported the zcb00 model intraocular lens (iol) was packaged incorrectly from the facility and caused the lens to have a defect almost like shark bites in the lens. The iol was unable to be used for the procedure and there was no patient injury. No further information is available.